Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was insulin squirts during priming. Customer stated the insulin pump had oily rainbow on the screen, rejecting batteries, insulin flow blocked alarm and rewind takes time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial/rainbow display anomaly noted. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms or prime/fill, rewind anomalies were noted during testing. Also, device passed sleep current measurement, active current measurement. No unexpected failed batt test alarm noted during testing. (B)(4).